Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A customer reported a scan of lo (less than 40mg/dl) while wearing the adc freestyle libre sensor. On (B)(6) 2019, the customer was able to self treat with sugar biscuit, orange juice, and bread but then began to have symptoms of feeling "hot and cold." The customer then made contact with their hcp who administered insulin(dose unknown) to treat their symptoms. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a scan of lo (less than 40mg/dl) while wearing the adc freestyle libre sensor. On (B)(6) 2019, the customer was able to self treat with sugar biscuit, orange juice, and bread but then began to have symptoms of feeling "hot and cold." The customer then made contact with their hcp who administered insulin(dose unknown) to treat their symptoms. No further information was reported. There was no report of death or permanent injury associated with this event.